Event description:
Information received indicates the brake is not holding. Casters rolled after the brake is locked.

Manufacturer narrative:
The technician replaced the brake casters to repair the bed.